Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value was not provided) and they were unconscious; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline, resolving the issue. Date of event is approximate and duration of stay was not known.